Manufacturer narrative:
Multiple attempts have been made to contact the patient to request additional information regarding her alleged post implant experience. At this time the patient has not responded to our requests. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's alleged outcome. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following allegation has been reported to davol by the patient: the patient has alleged that in 2004 she was implanted with a bard flat mesh. She alleges that since implant she has many complications including pain in the vaginal area due to staples placed in the wall of the uterus, abdominal pain, recurrence of prolapse and urge incontinence.